Event description:
The micro sagittal saw was returned for service. Upon eval a the MFR, it was found to run without user activation. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered within the motor assembly. Press plug, and rotor bearing corrosion on such components can contribute to an intermittent electrical connection, which can result in the device unintentionally activating.